Manufacturer narrative:
No unexpected button error alarm was noted and all of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported that customer received a button error alarm. It was reported that buttons began to respond. Insulin pump would need to be replaced due to pump in warranty and excessive button error alarms. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).